Manufacturer narrative:
Pump passed the displacement test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with minor scratched liquid crystal display window.

Event description:
The customer reported that there was fluid under the liquid crystal display. Customer's blood glucose level was 98 mg/dl at the time of the incident. Customer stated scratched on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.